Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the device and identified the following: the side view distal end raiser wire damaged, distal end adhesive lifting, insertion tube adhesive stretched, control body aspiration housing colored ring damaged, right angle does not meet specification, aspiration channel condition and brush passage with evident minor restriction, biopsy channel condition and brush passage damaged with minor restriction evident in forceps passage. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported during an ercp to remove a stent, the physician encountered resistance when pushing the grasper down the scope. The physician pushed harder and a piece of blue plastic came out of the end of the scope. The scope was removed and an alternative scope was used to complete the patient's procedure as planned. An x-ray was taking for this patient and they are unable to confirm if the end of the pigtail stent (also blue) was missing in the patient. The blue plastic fragment released from the first scope was retrieved. It is unknown how it was retrieved. The facility reviewed the use history of the scope and determined it was last used to implant a pigtail stent for a different patient. This event includes 2 reports: (B)(6): tjf-260v, scope. (B)(6): pbd-1033-0707, stent. This is report 1 of 2 for (B)(6): tjf-260v, scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation per CAPA-200413. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the foreign material was confirmed to be a piece of a pigtail stent which was used for a different patient in a previous procedure. It is likely that the foreign material may not have been removed due to physical damage of the device. It was not confirmed whether the user¿s reprocessing methods deviated from the instructions for use (IFU). The biopsy channel was observed to be distorted and the inner wall scratched at the bending section. There was no foreign material in the suction channel; but the cleaning brush got caught when it entered from the suction channel to the biopsy channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: following mechanism. I) pigtail stent which was used compatible with the subject device during the previous procedure was broken due to some cause. Ii) since reprocessing of the device was inappropriate, the pigtail stent piece remained in the biopsy channel, which possibly occurred due to the biopsy channel distorted. Iii) the device was used for the procedure while the piece was not detected during the inspection prior to use. IV) the piece was extruded from the device when the grasper entered the biopsy channel during the procedure. Since the instructions for use (IFU) states the following, the suggested event was able to be detected during reprocessing after previous procedure or inspection prior to use. Thus, device handling by the user was possibly different from IFU. Operation manual: 3.6 inspection of the endoscopic system: inspection of the instrument channel and forceps elevator: 1. Confirm that the forceps elevator is lowered, then insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Reprocessing manual: 3.5 manual cleaning: brushing the channels: while the endoscope is submerged, brush the instrument and suction channels, suction cylinder and instrument channel port according to the following procedures.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information added to b5.

Event description:
Additional information received from the customer: the customer stated the device fragment fell outside of the patient but also stated the fragment was retrieved from the patient. The customer also stated there was no patient harm, injury or infection.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.